Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level was 53 mg/dl. Customer treated their low blood glucose with juice. Customer¿s current blood glucose level was 150 mg/dl. Customer advised they did not eat as much as they normally would during lunch which resulted in low blood glucose levels.